Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/19/2012.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis with the following findings: during investigation, the rewind, load, and prime sequence was completed without difficulty. Loss of prime warnings were observed in the history but could not be duplicated during testing. The pump passed the force sensor calibration test. Evaluation revealed that the display was dislodged and the force sensor flex pins were partially dislodged from the sockets. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.